Event description:
(B)(4). The dealer reported that the bed4-1633 motor was sliding. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Supplemental report # 1 is being submitted to correct awareness date entered in error on the initial report.